Event description:
It was reported that during unpacking of the device, it was observed that the stent had partially deployed. The device was not used on the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (sess) found blood on the strain relief tubing and on the tip, consistent with handling. There was no saline visible. The stent implant was returned fully expanded off the shaft. There was no damage noted to the stent implant. The distal sheath was returned retracted 15 centimeters proximal to the tip. The tuohy borst valve was returned fully retracted. There was no damage noted to the sess. The tuohy borst valve was returned in the opened position. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, the distal sheath was retracted 15 mm proximal to the tip, the tuohy borst valve was fully retracted and in the open position, consistent with the device being deployed. A review of the lot history record revealed no associated nonconforming material records for this lot. Additionally, a query of the complaint handling database for the repotted lot was performed and revealed no other incidents for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.